Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 455 mg/dl. Customer's blood glucose at the time of call was 297 mg/dl. The symptoms for high blood glucose were nausea, difficulty in sleeping, tiredness and headache. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. The customer was using auto mode at the time of incident. Troubleshooting for high blood glucose was performed. The insulin pump will not be returned for analysis.